Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with the right plunger case cracked. Event log history was performed and indicated that there was "check clutch and primary audible bgdn (background)" errors recorded in history. During analysis, the reported problem regarding "check clutch error" was not duplicated but the reported problem regarding "primary audible bgnd" error was duplicated. Service replaced the speaker to correct the reported problem regarding primary audible error. Service also replaced clutch half's left and right with lead screw and spring as a preventative measure. Based on the evidence, the complaint was confirmed, but no fault was found as the issue was caused by a normal wear, pump was over 11 years old.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump exhibited "check clutch error and primary audible background failure" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.